Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: 620 cc mentor memoryshape, (catalog #: 3341402g, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast reconstruction with a 620 cc mentor memoryshape gel implant (left) and experienced postoperative left-sided rupture and breast pain. The patient stated that her left-sided breast pain started sometime in april. The symptom led her to ultrasound performed on (B)(6) 2019 which revealed the left-sided rupture. The patient consulted with a physician on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.